Event description:
It was reported by service report that the scale was inaccurate. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: headend left load cell malfunctioned.